Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer had called earlier because the insulin pump had alarmed no delivery. The customer bolused and received a no delivery alarm. Now her blood glucose level was 505 mg/dl. The customer felt nauseous. She treated her blood glucose level with a pen. The device was not returned.